Event description:
Information received indicates the bed exit alarm would not work with the hospitals nurse call.

Manufacturer narrative:
The technician found the communication cable was not communicating with the facilities nurse call. He replaced the communication cable to repair the bed.